Manufacturer narrative:
The patient weight was not provided. Previous report of gi bleeding was reported under medwatch MFR# 2916596-2015-01472. (B)(4). Approximate age of device ¿ 80 days. A direct correlation between the device and the reported event could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015 the patient presented with repeat bright red blood per rectum and a hemoglobin of 6.5 g/dl. The patient was hospitalized and transfused with 6 units of packed red blood cells (prbcs). The patient was discharged on (B)(6) 2015. On (B)(6) 2015, the patient was rehospitalized. The patient presented with a hemoglobin of 6.6 g/dl and a diagnosis of anemia secondary to blood loss. The patient underwent an extensive workup, including colonoscopy, esophagogastroduodenoscopy, capsule endoscopy and a tagged red blood cell scan which showed bleeding in the right upper quadrant. The capsule study showed bright red blood in the colon, likely small bowel bleeding. The patient was transfused with 3 units of prbcs. On (B)(6) 2015, the issue reportedly resolved and the patient was discharged.